Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens had to be cut out due to cracks on edge of lens. Additional information was requested, but further no information was available.